Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's spouse that the patient experienced a punctured lung during the implant procedure. Follow-up was conducted to obtain information on the patient and whether the event was related to the leads, but the attempts were unsuccessful. Records indicate the leads remains in use. No further patient complications have been reported as a result of this event.